Manufacturer narrative:
Batch review performed on 09 december 2019: lot 186079: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-18. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar event reported.

Event description:
The patient came in due to signs of an infection 5 months after primary surgery, the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.